Event description:
During surgery, while implanting a 40 mm cervical plate, the locking cap broke off during rotation. It was reported that the screws were not fully seated in the plate when the locking cap was rotated. The other locking caps were successfully rotated. The 40mm cervical plate was not removed and remains in the pt. Surgery was successfully completed without injury to the pt.

Manufacturer narrative:
Part of the locking cap was returned for eval.